Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 46 mg/dl at the time of incident. Customer reported other blood glucose values were 84 mg/dl and under 55 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported they did not allege insulin pump was over delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. The customer was treated with juice and food. Customer reported the insulin pump was not worn during a medical procedure and test around magnetic resonance imaging. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be returned for analysis.